Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was 600 mg/dl and 333 mg/dl. The customer also reported that the insulin pump received no delivery alarm during manual prime even after changing infusion set six times. The customer performed troubleshooting for insulin flow block alarm and stated that the insulin exited and the insulin pump did not alarm no delivery alarm. The customer was advised that the insulin pump was working as designed. The insulin pump will not be returned for analysis.